Manufacturer narrative:
Device passed rewind, however unit failed prime or seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime or seating anomaly. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 1 trace keypad assembly.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 510 mg/dl. Customer stated reservoir had leak. Customer was performed self test and displacement teat and insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer declined troubleshooting for high blood glucose level. The insulin pump will be and reservoir will not be returned for analysis.